Event description:
As part of treatment for osteoarthritis in left knee given shot of durolane. Next day shoulders hurt so badly, couldn't lift cover off bed. Given cortisone shots and sent for physical therapy. No real response. Relief with medrol dosepak but began again after use. Went to rheumatologist who diagnosed polymyalgia rheumatica relief at 20 mg prednisone daily for extended time. Also I take 15 mg daily of coumadin after a dvt 8 years ago. Have been steadily between 2-3.5 for 8 years on inr. After durolane numbers climbed steadily until I was 6.7 in 2 months. My hematologist and I are still correcting dosing. Hyaluronic acid lubricant shot for knee arthritis.